Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 6 cm abdominal aortic aneurysm in 2001. Aneurysm and vessel morphology at the time of implant are unk. The pt was lost follow-up. The pt was seen in december 2003, the stent graft had migrated and the aneurysm sac had enlarged 1 cm. Two aortic cuffs were implanted and a proximal seal was obtained. In september 2004, it was reported that there was an unidentified endoleak and the aneurysm continued to enlarge. In about a month the aneurysm size measured 8 cm and the physician elected to remove the stent graft. No additional sequelae were reported and the pt is reported to be fine. Medtronic has received the explanted stent graft, and its analysis is pending.